Event description:
It was reported that an alarm 2 followed by alarm 26 occurred. There was no adverse impact to the customer¿s blood glucose level as the occlusion issue did not cause it to exceed 500 mg/dl, nor was the cgm reading ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.